Manufacturer narrative:
(B)(4).

Event description:
It was reported that connection issues occurred. Data was evaluated and the allegation was confirmed as a loss of connection 1-3 hours. The probable cause was the mobile device lost power. The reported event of a connection issues is reportable based on the finding of a loss of connection 1-3 hours. No injury or medical intervention was reported.